Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2018 and developed paradoxical hyperplasia and had liposuction on (B)(6) 2018. Patient developed a recurrence, requiring repeat liposuction to the abdomen on (B)(6) 2021. The patient did well after this procedure. However, 3 months after the procedure, the patient presented with a possible recurrence of paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additional information indicates: area treated upper and lower abdomen. Applicators: cooladvantage v1602016209037.